Manufacturer narrative:
The aquabeam console was returned for investigation. A review of the treatment log files confirm the reported e02 and e03 errors. The logs could not confirm the over-jetting but did observe the treating surgeon pressing the minus button to lower the jet power. During functional testing, e02 and e03 errors occurred, confirming the reported event. The aquabeam console was deconstructed. The encoder disk was removed from the hpp and viewed under magnification. A layer of oil was observed on the encoder lens and sensor. The root cause of the reported errors was due to oil build up on the encoder. This issue is being addressed through procept's quality system. A review of the device history record (DHR) ab2000-d/ serial number (B)(6) and aquabeam console / lot number 23c03813 was conducted, which confirmed which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual sj-um0101-00 rev. B, um, aquabeam robotic system user manual, us, baytech was reviewed. Table 5 system detected errors and faults: e02 - console error. Release foot pedal and click x. If error persists, turn off and turn on console. "E03 - console error. Release foot pedal and click x. If error persists, turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H6. Component code = 4755 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during setup, the aquabeam robotic system generated an "e02 - console error" and "e03 - console error". The errors were cleared and the high velocity waterjet was tested. While testing the high velocity waterjet, it was noted to be firing at a very high power that is not typical. The decision was made to abort aquablation therapy. There were no adverse health consequences to the patient due to this event.